Event description:
It was reported the coil could not be detached. While withdraw the catheter, the coil broke and moved to the mca. No pt injury reported.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt.